Event description:
Ous MDR - it was reported that a sensing loss and increase in the pacing threshold were observed after an implantation time of about 2 months. In addition, oversensing was noted after implantation of an optimizer. A revision of the lead was planned.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.